Event description:
It was reported that the left ventricular (lv) lead exhibited a pacing lead impedance anomaly. The lv lead was capped, and the pacemaker system was electively replaced with a leadless pacemaker system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).